Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted with concurrent hysterectomy, exploratory laparotomy, burch urethropexy, liposuction of back and flanks and abdominoplasty due to pop. It was reported that following insertion, the patient experienced extrusion and recurrence. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with an exploratory laparotomy, burch urethropexy; liposuction of back and flanks and abdominoplasty. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with an exploratory laparotomy, burch urethropexy, liposuction of back, flanks and abdominoplasty due to pop. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion and recurrence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy (B)(6) 2009 due to pop. It was reported that following insertion the patient experienced extrusion and recurrence. (B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.